Event description:
The pt was implanted with a siltex saline mammary prosthesis on 2/19/92. Subsequently, the pt experienced a deflation of the device and capsular contracture, pain and swelling of the breast. The device was removed on 9/18/98.